Event description:
It was reported that the customer's blood glucose readings went low to 26 mg/dl and the paramedics were called. Customer's blood glucose reading was 373 mg/dl and he dropped low in two hours. Customer was given glucose tablets and peanut butter to treat for the low of 25 mg/dl. Customer checked his blood glucose readings again and it was reading 22 mg/dl. The drive support cap and all settings were noted to be normal. Call was ended at this time as the paramedics had arrived. It was noted that the customer may have possibly over corrected for the high blood glucose readings. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.